Event description:
It was reported that the customer received a motor error on the insulin pump. The customer's blood glucose was 540 mg/dl at the time the motor error occurred and 490 mg/dl when the issue was being reported. The insulin pump had also alarmed no delivery. The customer was not using the sensor feature on the insulin pump. The rewind sequence was completed and it was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).